Event description:
Caller alleged discrepant results using the inratio2 meter: results as follows: date: (B)(6) 2011; inratio: >7.5; re-test: 3.3; lab: 1.8. Fifteen minutes between inratio tests and lab draw. Pt was not symptomatic of high inr. Caller reports wiping the first drop.

Manufacturer narrative:
Investigation pending.